Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number:(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a speaker malfunction. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) talked to the customer and confirmed a speaker malfunction error message was displayed. The rse provided the customer with the requested quote for a replacement device. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. No further information was provided. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The remote service engineer (rse) talked to the customer and confirmed a speaker malfunction error message was displayed. The rse provided the customer with the requested quote for a replacement device. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was speaker sound at start up test. The device operated per specification. The customer was sent a replacement device. Based on the information available and the testing conducted, the cause of the reported problem could not be replicated. The reported problem was not confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.